Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit (charged coupled device) is broken. Based on the results of the investigation, it is likely the following led to the malfunction black horizontal stripes appear is due to charged coupled device (r-unit) is broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope had black horizontal stripes appear. There were no reports of patient harm.